Manufacturer narrative:
Operator of device unknown; no additional information was received. One pump was received for evaluation. Visual inspection showed the right plunger case was cracked. Review of the pump event history log showed a battery not working alarm. Functional testing was performed and there were not readings on the battery. The battery led on the keypad would not light. Fluid ingression was observed contaminating the interconnect board. The root cause is either improper cleaning of the device or introduction of excessive fluids to the pumps surface. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump will not charge the battery. No patient injury was reported.